Event description:
It was reported through a merlin.net transmission that the device exhibited post-paced t-wave oversensing on the ventricular channel. The patient was asymptomatic. Programming changes were recommended and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.